Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: gabapentin from 2010 to , lexapro from 2010 to (B)(6) 2018 and hemictal from 2010 to (B)(6) 2018 concurrent conditions included obesity and submucous leiomyoma of uterus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), alopecia ("hair loss"), haemophilia ("hemophoria") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), uterine inflammation ("uterine inflammation") and fibroma ("fibroid tumors"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fibroma, vaginal haemorrhage, dysmenorrhoea, weight increased, alopecia, haemophilia and fatigue was resolving and the uterine inflammation had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, fibroma, haemophilia, menorrhagia, pelvic pain, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Ultrasound scan vagina - in 2013: unilateral occlusion (left tube occluded) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: gabapentin from 2010 to (B)(6) 2018, lexapro from 2010 to (B)(6) 2018 and hemictal from 2010 to (B)(6) 2018. Concurrent conditions included obesity and submucous leiomyoma of uterus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), alopecia ("hair loss"), haemophilia ("hemophoria") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), uterine inflammation ("uterine inflammation"), fibroma ("fibroid tumors") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure / hysterectomy with bilateral salpingectomy). Essure was removed on 31-jul-2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fibroma, vaginal haemorrhage, dysmenorrhoea, weight increased, alopecia, haemophilia and fatigue was resolving and the uterine inflammation had not resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, fibroma, haemophilia, menorrhagia, pelvic pain, uterine inflammation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Ultrasound scan vagina - in 2013: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 17-apr-2018: pfs received - new event "abnormal bleeding (vaginal), dysmenorrhea (cramping), weight gain, hair loss, hemophoria, fatigue" were added. Lab data was added. Historical and concomitant conditions were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), uterine inflammation ("uterine inflammation") and fibroma ("fibroid tumors"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, uterine inflammation and fibroma had not resolved. The reporter considered abdominal pain, fibroma, menorrhagia, pelvic pain and uterine inflammation to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.